Manufacturer narrative:
The device and extracted portion of the lead will be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation confirmed only the proximal segment of the lead was returned. The distal end coils were extremely stretched and all ends were severed. Set screw marks were noted on the terminal pin and ring assembly. The seal rings were slightly folded back. Also, the insulation was damaged near the distal end of the terminal ring. No further testing was performed. Laboratory analysis confirmed the allegation that the lead's terminal pin became damaged when removed from the header. Technicians noted that the folding back on the seal rings could have contributed to lead removal difficulty.

Event description:
Boston scientific received information that during a normal generator replacement procedure, the right ventricular lead's terminal pin became damaged when removed from the pacemaker header. A new device and right ventricular lead were successfully implanted. No adverse patient effects were reported.

Event description:
--